Event description:
A pt of the dr. Had a port catheter inserted approximately six months ago. The device was found to be working incorrectly and the pt was scheduled for a revision of the surgery. Intraoperatively, the dr. Was unable to revise or reposition the device effectively. The decision was made to replace it with a new port catheter. The old device was explanted and sent to the lab.